Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed; however, the exact cause and endoleak type could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and films during the planned angiograms were not available for review. Contrast was seen along the outside the bifurcate along the calcified proximal 15mm of the neck; however, the distal neck appeared sealed 20mm below the top of the bifurcate and no clear type ia could be confirmed. There was likely disease progression; neck dilatation. Contrast seen along the distal end of both iliac limbs with no type ib endoleak also appeared to have been caused by disease progression. Another area of contrast was seen coming from bifurcate ipsi limb at the level of the flow divider, near an area of significant calcification. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a unknown size aortic abdominal aneurysm it was noted that when the patient returned for follow-up seven years later, the patient had an unknown endoleak observed on CT thought to be a possible type I and/or type iii endoleak. No cause of the event has been reported. No additional clinical sequalae were reported and the patient will be monitored.